Event description:
The customer reported that the doctor claimed that the nibp (non-invasive blood pressure) readings were not updating on the ip5 display (in the nbp section) but they could see the nbp readings within the trend menu on the complaint device. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event, or patient harm reported.

Event description:
The customer reported that the dr. Claimed that the nbp readings are not updating on the ip5 display (in the nbp section) but they can see the nbp readings within the trend menu. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.